Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the rubber keypad cover detached from the pump and was kept in place using glue. The up arrow, down arrow, and ok keypad buttons then allegedly required multiple presses to engage. The contrast keypad button also became unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual examination of the pump, the keypad cover was observed to be bulging and torn at the contrast and up arrow buttons. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses to engage; the contrast keypad button was completely unresponsive. The keypad cover was removed and contamination was found under the up arrow, down arrow, and ok button contacts. The contrast button contact was also missing. The bolus button cover was also torn and damaged; however, the bolus button responded properly to user presses. Unrelated to the complaint, the pump was powered on and the display screen text appeared dim, faded, and discolored.